Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a thr surgery, when registering the lunate surface of the acetabulum, the computer immediately jumped forward and started collecting the fossa. The surgeon was not clicking the remote and the point probe was still collecting fossa points in free space. In addition, when tried to re-register the fossa, an error message was prompted, stating that the pelvis needed to be re-registered. At this point all the previous registration was deleted and since the neck had already been resected, the surgeon resorted to manual instrumentation and the procedure was resumed after a non-significant delay. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
H10: the information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that smith and nephew is not the legal manufacturer of this device. The legal manufacturer has been notified of this event to determine reportability and, if applicable, will report to the food and drug administration as deemed necessary.